Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she doesn't think that the insulin pump is delivering insulin. Customer's blood glucose was 483 mg/dl. Customer treated with an injection and had the follow symptoms of high blood glucose: headache, feeling tired, and not feeling good overall. Customer did not contact her health care professional for her high blood glucose. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings and programming were found to be correct. Customer had two low battery alarms in the alarm history. Customer does not have a tubing clamp. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp. Customer was also advised to do a complete set change.